Event description:
It was reported that shaft break occurred. The 92% stenosed target lesion was located in the middle and distal end of the left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was selected for use. However, during advancing for the second time, the middle of the delivery shaft was fractured (more then 15 cm from the hub). The device was directly and completely removed from the patient without any intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:the returned product consisted of an emerge balloon catheter. The balloon was loosely folded with contrast in the balloon. The hypotube was separated 65.5cm from hub. The hypotube faces were ovaled indicating the hypotube was kinked prior to separating. There also were numerous kinks throughout the catheter. The reported separation was confirmed.

Event description:
It was reported that shaft break occurred. The 92% stenosed target lesion was located in the middle and distal end of the left anterior descending artery. A 1.20mm x 8mm emerge balloon catheter was selected for use. However, during advancing for the second time, the middle of the delivery shaft was fractured (more then 15 cm from the hub). The device was directly and completely removed from the patient without any intervention and the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.